Event description:
It was reported that the patient¿s pump was refilled on (B)(6) 2014 (thursday) and the pump was updated at the time with no known issues. The patient tried requesting a bolus dose on (B)(6) 2014 and saw a code. They did not know what the code was. On the day of reported the patient had withdrawal symptoms (the exact withdrawal symptoms were unknown). When the pump was read, they found out that the pump had been stopped for 92:06 hours. It was unknown why the pump had stopped. After troubleshooting with tech support, the pump and personal therapy manager (ptm) were working fine. The patient was doing ¿fine¿ and they were receiving effective therapy. The pump system was delivering hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).